Event description:
Rxsight became aware of an anonymous patient with history of lasik and irregular astigmatism who had a light adjustable lens (lal) explanted. The patient stated that after completing all light treatments, they were only able to refract to 20/30. The lal was explanted, and a "standard lens" was implanted as a replacement.

Manufacturer narrative:
Manufacturer reference #: (B)(4).